Event description:
Drive medical has received a complaint from an end user about an incident involving a replacement walker glide allegedly imported and distributed by (B)(4). It is alleged that the end user was using the drive medical walker glide with a walker made by a different MFR. There was a slit in the rug and the glide went under it causing the claimant to fall over the walker and allegedly broke her left leg. This MDR report is based on the end user complaint.